Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 507 mg/dl at the time of the incident. The customer declined troubleshooting for hyperglycemia. The customer was advised to monitor blood glucose level and if it's going up then they can call customer care service or visit the nearest emergency hospital if not feeling well. The insulin pump will not be returned for the analysis.